Manufacturer narrative:
PMA/510(k) p930016. Device manufacture date 3/9/2006. Placeholder.

Event description:
The doctor reported that while preparing to perform a corneal flap cut for a laser vision correction procedure the patient chair with the patient situated in the chair moved on its own in an upwards motion. The patient's forehead came in contact with the system illumination ring and received several lacerations. The wound was cleaned and required suturing. The patient was treated with antibiotics, pain relievers and tetanus vaccination. The patient was requested to follow-up on a regular basis. The patient underwent a CT scan which revealed a fracture. The severity is unknown at this time.

Manufacturer narrative:
The amo field service engineer reported that during installation of intralase, the patient chair up/ down movement was enabled in order to adjust the chair to the height as per the customer request. By oversight, the engineer failed to disable the chair movement after correcting the chair height. The field service engineer was allowed to return to disable the chair switch following the incident, however the customer has not allowed a full system evaluation. All pertinent information available to amo has been submitted. Placeholder.